Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 9.6 mmol/l. The customer stated that the insulin pump may have been exposed to moisture. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No button error alarms noted. However, the pump had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. No moisture damage was noted on the electronic assembly or the motor assembly. The pump also had a missing end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.